Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist, and stated that she had replaced the integrated multi-sensor technology (imt) sensor and observed negative bias with the sodium (na) results. Ccc instructed the customer to perform imt system clean and replace the imt sensor again. The customer replaced the imt sensor. The customer replaced the old bottle of dilution check with a new one and repeated the dilution check. The customer reran quality control (qc) using a new bottle, resulting within range. Ccc recommended that the customer tighten the specification ranges and run patient comparisons to their sister laboratory, which resulted satisfactorily. The cause for the falsely, depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.